Event description:
Surgeon using the constellation machine during a vitrectomy assumed that the calculator screen was used to calculate dilution of gas and dispensed diluted gas. This assumption resulted in a patient receiving pure gas instilled into eye.